Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate and traced the failure back to patient pump which was replaced. The issue was then solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service.

Event description:
Livanova received a report that a heater-cooler system 3t displayed an error message associated to a patient pump during maintenance. There was no patient involvement.